Event description:
A patient came to the catheterization lab for angioplasty. A pt2 .014" 300 cm guidewire was advanced to diag, first diagonal branch of the left anterior descending coronary artery. When the wire was pulled back (no resistance) the pt2 wire broke off into the distal diag.